Manufacturer narrative:
(B)(4).

Event description:
Rec'd info reporting a (B)(4) surgical lead was implanted w/o any problem in the cervical region and during the night of surgery, the lead migrated up to the brainstem. This caused severe trauma to the cord and lead to quadriparesia. The lead was removed. The 16 pole electrode lead was described as a stiff extension and it was thought it may have looped and made like a harpoon and projected the lead up into the brain when the pt was laying down on her back. If add'l info becomes available a f/u report will be sent.